Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving dilaudid 20mg/ml at 8.143 mg/day, fentanyl 300mcg/ml at 122.145 mcg/day, and bupivacaine 10mg/ml at 4.07 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, during a pump replacement, the physician attempted to aspirate the catheter access port (cap) of the new pump and no fluid came back. No patient symptoms occurred. The cause of the event was unknown. No actions were taken to resolve the issue. Additional information has been requested regarding the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) female patient who was receiving dilaudid 20mg/ml at 8.143 mg/day, fentanyl 300mcg/ml at 122.145 mcg/day, and bupivacaine 10mg/ml at 4.07 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, during a pump replacement, the physician attempted to aspirate the catheter access port (cap) of the new pump and no fluid came back. No patient symptoms occurred. The cause of the event was unknown. No actions were taken to resolve the issue. Additional information has been requested regarding the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.